Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case complete the error code customer get on the unit had to do with the backup speaker needs to be replace on unit. Close case turn over to cad. (B)(4). 8015 unit serial # (B)(4) customer called in for help on 8015 unit he get error code 133-6080 which is the backup speaker on the unit . Customer had call in before and was told the error is low battery so he let unit fully charge and also replace backup speaker, and still get the same error he has a logic board issue main board on unit customer will send unit in for services repair.